Manufacturer narrative:
Subsequently a revision procedure took place. The ICD and rv lead were reconnected after which impedances measurementa appeared normal and no noise was seen. The ICD and rv lead remain implanted.

Manufacturer narrative:
At this time the ICD and rv lead remain implanted. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that at a follow up noise was seen on the right ventricular channel. In addition out of range pacing impedances were noted on the right ventricular (rv) lead with no visible fracture when an x-ray was taken. A re-operation procedure has been scheduled to check the implantable cardioverter defibrillator (ICD) and lead. No adverse patient effects were reported.